Event description:
The customer reported that the alarm has power but no alarm tone when the magnet is detached from the alarm. This was discovered during set-up prior to use with a patient.

Manufacturer narrative:
(B)(4): results: evaluation of the returned product found that the alarm powers on but there is an intermittent alarm tone when the magnet clip is detached. The battery connector fits loose on the battery. (B)(4).